Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since a conclusive root cause was unable to be identified, the probable cause of the forceps cover glue peeling is due to external force applied to the device such as strong rubbing or bumping of the pertinent component during transportation, storage, usage and cleaning. The instructions for use (IFU) states: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, it was discovered that the probe unit and pink rubber is loose. Additionally, the forceps cover glue was found to be peeling and there was a leak between the insertion tube protector boot and the grip unit. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a customer returned device, the gi scope was found to have a forceps cover glue peeling. The customer did not report any allegation of a malfunction associated with the device and there was no patient injury or harm reported.